Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had a comb bent and damaged. It was noticed after surgery. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the comb was damaged. The comb was replaced and resolved the reported issue device is used for treatment. The DHR for part#: 00770100100, lot#: 60304095 was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. A definitive root cause cannot be determined. The event is confirmed.